Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2014 was noted. It was also noted that they had received assistance from their doctor and the manufacturer¿s representative and had no concerns at this time. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a cystocele, their bladder was falling out. A prolapsed vaginal wall was also noted in addition to a rectocele. A ¿kink¿ in the urethra was indicated. The patient indicated this was not device related, but due to vaginal issues. The patient was scheduled for repair surgery on (B)(6) 2014. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v167798, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had a gradual return of symptoms over approximately the last year. No falls or traumas were noted. The patient was trying to adjust stimulation and they could only get a signal on 3 of the ¿lines¿ and the ¿4th one¿ would only go ¿so high.¿ it was noted that the programmer was ¿not working.¿ the patient tried changing the batteries and it did not help, but it was not an emergency. It was later verified the stimulation was off. Stimulation was turned on and the patient was at 3.2v on program 1. Stimulation was increased to 8.1v and they were not able to increase above that. The patient then changed to program 2 and began to feel stimulation at 0.4v. Stimulation was left at 0.5v and the patient was going to leave it there and track symptoms. It was noted the patient¿s programmer training was ineffective because they were still under the effects of anesthesia. It was also added the doctor had interrogated the device 4-5 months prior and it ¿looked fine.¿ information received as of the date of this report indicated the recurrence of the overactive bladder (oab) symptoms were possibly due to bladder neck obstruction and not ¿necessarily¿ a loss of interstim efficacy. Impedances were measured on 2013-11-07 and ¿abnormal¿ impedances on electrodes 0 and 2 were noted. The patient had undergone surgery for the bladder neck obstruction, but it was ¿too soon¿ to evaluate the effectiveness of the interstim and it still may require an interstim revision. After reprogramming, due to the ¿abnormal¿ impedances, the patient had 60-70% improvement of oab symptoms. An additional follow up report will be sent if additional information is received.